Event description:
On (B)(6) 2022 a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022 during a nurse visit, the patient experienced a stoma site infection with pain, erythema and yellow ooze. The patient visited a physician who prescribed unknown oral antibiotics. As of (B)(6) 2022, the stoma site infection was improving.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.